Manufacturer narrative:
An investigation is ongoing to obtain additional information from the user facility regarding the reported event. The device was returned to the service center and is pending evaluation. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
The service center was informed that the scope cultured positive for an unknown organism after reprocessing. It is unknown whether the scope was used on a patient with a known infection. There was no patient infection reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information was received from the customer that states the biopsy port and elevator channel were cultured on the scope. The location of the device that the microorganisms were detected were from the elevator channel. The microorganisms that were detected were positive micrococcus species. The device was not used on a patient with a known infection of the same microorganism. The device sampling is a quarterly requirement. The scope was reprocessed on 11/29/20 and 12/2/20. The method used for testing the scope was eswab. It is unknown if the scope was eto sterilized. No patient infection occurred. No patients were cultured. The scope is currently at the gi lab. The cleaning and disinfectant solutions being used with the endoscope is medivator intercept solution. The minimum effective concentration is being checked daily. The type of aer being used to reprocess the endoscope is olympus oer-plus, (B)(6). There have not been any issues noted with the aer. The endoscope channel is being brushed during manual cleaning. A single use brush is being used. This is an olympus combination brush. Pre-cleaning is being performed immediately after a procedure. The sponge is submerged into 500 mls of water and squeeze the sponge to activate the enzymatic cleaner. The scope is wiped with the sponge and suctioned for 10 seconds and blow the air for 10 seconds and then flush water with foot pedal for 10 seconds. The disposable buttons are removed and the scope in unplugged and the bottom half is wrapped in coil. The air/water channel adaptors are attached to the scope and transported to a white bin for reprocessing. The endoscope is being leak tested prior to manual cleaning. The leak tester is a medivator veriscan. The last pm for the aer was on august 26, 2020. The date of the last reprocessing in-service was on march 12, 2020. There has been a change in the facilities reprocessing personnel since the last visit by an ess specialist. Spd has taken over the reprocessing. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored in a scope library cabinet after reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The tjf-q180v video scope, serial number (B)(6) was forwarded to market quality for evaluation due to "positive culture". Market quality performed a visual inspection on the received condition and did not find any stains within the channels. The biopsy channel was inspected with an olympus boroscope. A tear mark was located within the biopsy channel near the distal end side. The suction channel was also inspected with the boroscope, and no damages were found within. The video scope failed the water dunk test, due to a leak between the metal and c-body at the distal end side. The forceps elevator is free of debris, and foreign material. The video scope was last in for service in april, 2019. Additional findings include; bending section cover glue deterioration (discolored, pinholes, cracks), distal end lens deterioration on surrounding adhesive. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the cause of the suggested event is difficult to be specified. Since results of culture tests by the user were positive and negative, and the third-party laboratory detected bacteria from culture test, we presume the following as the causes of the suggested event. Reprocessing method performed by the user was different from the one recommended by IFU. Therefore, the subject device was insufficiently reprocessed. Since leakage from arm-cover was confirmed, water tightness of the device was decreased, which allowed growth of bacteria around distal end and forceps elevator. IFU states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The legal manufacturer confirmed via DHR that the subject device was shipped in accordance with specifications.